Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. The failure analysis confirmed the customer reported failure. The footrest was installed into a pca test system and it failed testing with the camera pedal not functioning when pressed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the masters. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that a power cycle was performed; however, the issue persisted. The site contacted isi technical support but once again, the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. On november 02, 2017, intuitive surgical inc. (Isi) obtained the following additional information from the csr: the csr contacted isi for troubleshooting assistance; however, they were unable to find a solution and therefore; the procedure was converted to laparoscopic. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported problem. The system would function normal for set up but when head was placed in the sensor, the system would not allow control of the masters. The fse found that the footrest pedal was stuck in the down position. The fse pried the pedal into the up position and then system functioned normally allowing control of the masters. The fse was able to consistently reproduce the issue. The surgeon side console (ssc) footrest pedal assembly was replaced to resolve the issue.